Event description:
It was reported that insufficient apposition of stent occlusion occurred requiring additional intervention. The 80%-90% stenosed target lesion was located with non-tortuous and non-calcified proximal to middle left anterior descending artery (lad). A 12 x 2.50 promus premier drug-eluting stent was implanted, but it had incomplete expansion. Nine days later, the patient presented to the hospital with chest tightness and pain. Coronary angiography revealed stent occlusion, which was treated with percutaneous coronary intervention. It was noted that the patient did not regularly take the anticoagulant, antiplatelet, and plaque-stabilizing drugs, and that the heavy plaque load and insufficient radial support of the stent could both be causes of thrombosis. There were no further patient complications reported.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).